Manufacturer narrative:
Patient's medical records were received. Records indicate the patient was revised to address pain and a dislocation. Doi: (B)(6) 2005 (cup, stem, and sleeve) doi: (B)(6) 2008 (head and liner). Dor: (B)(6) 2012 (left hip). The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations since their release for distribution. In a review of provided medical records it was noted the dislocation occurred after the patient experienced a hard fall. Intra-operatively evidence of impingement occurring between the femoral neck and locking mechanism was discovered. This may be the source of the patient's pain. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient's medical records were received. Records indicate the patient was revised to address pain and a dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.